Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 435mg/dl. The customer states they treated with pump. The customer believes the issue did not lie with the pump, but miscalculation during their lunch. The customer states they had issues with two sensors and their communication with the pump. Troubleshoot was conducted. The customer was advised that replacement sensors would be sent out.